Event description:
It was reported that multiple cartridges were leaking insulin from an unknown location. Customer¿s blood glucose (bg) level was displayed as ¿high¿ and ketones; however, a specific value was not provided. As a result, customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. Customer was released from the ER on (B)(6) 2026 with the issue resolved and no permanent damage. Customer changed the cartridge and resumed insulin therapy on the pump.